Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system. The customer indicated that the samples were re-centrifugated prior to retesting it. The pt sample was retested on a different instrument and the result was within the normal reference range. The initial erroneously elevated result was reported outside the lab. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system. The customer indicated that the samples were re-centrifugated prior to retesting it. The pt sample was retested on a different instrument and the result was within the normal reference range. The initial erroneously elevated result was reported outside the lab. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008 investigating the event. The fse completed mod on four precision pump upper springs and replaced the sample probe due to evidence of 'gel', with necessary alignments. The fse adjusted alignments on the four reagent probes and the reagent probe tips were visibly acceptable. The fse then confirmed alignment of the aspirate/ dispense plates. The fse performed high sensitivity (hs) system check which has passing results. All verification testing passed set specifications. Although hardware issues were addressed by the fse, a definitive root cause could not be determined for this event. This is 2 of 2 separate MDR reports related to three pt events associated with a single malfunction report on different days. Reference MDR number: 2122870-2011-02596. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for add¿l reportable events.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008 investigating the event. The fse completed mod on four precision pump upper springs and replaced the sample probe due to evidence of 'gel', with necessary alignments. The fse adjusted alignments on the four reagent probes and the reagent probe tips were visibly acceptable. The fse then confirmed alignment of the aspirate/ dispense plates. The fse performed high sensitivity (hs) system check which has passing results. All verification testing passed set specifications. Although hardware issues were addressed by the fse, a definitive root cause could not be determined for this event. This is 2 of 2 separate MDR reports related to three pt events associated with a single malfunction report on different days. Reference MDR number: 2122870-2011-02596. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for add¿l reportable events.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008 investigating the event. The fse completed mod on four precision pump upper springs and replaced the sample probe due to evidence of 'gel', with necessary alignments. The fse adjusted alignments on the four reagent probes and the reagent probe tips were visibly acceptable. The fse then confirmed alignment of the aspirate/dispense plates. The fse performed high sensitivity (hs) system check which has passing results. All verification testing passed set specifications. Although hardware issues were addressed by the fse, a definitive root cause could not be determined for this event. This is 2 of 2 separate MDR reports related to three pt events associated with a single malfunction report on different days. Reference MDR number: 2122870-2011-02596. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for add¿l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system. The customer indicated that the samples were re-centrifugated prior to retesting it. The pt sample was retested on a different instrument and the result was within the normal reference range. The initial erroneously elevated result was reported outside the lab. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.